Event description:
It was reported that the patient had a driveline infection and a jelly-like substance that was described as (tapioca-like) silicone beads was found around the driveline exit site. It was reported that the substance was not bodily discharge from the site, it was described as something coming from the driveline.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the unexpected material at the driveline exit site was unable to be conclusively determined through this evaluation, and a direct correlation with the heartmate 3 left ventricular assist system (lvas) could not be conclusively established. Additionally, a specific cause for the driveline infection could not be determined. It was reported that the patient had a jelly-like substance, that was described as (tapioca-like) silicone beads, around the driveline exit site, in the setting of driveline infection. The device was not returned for evaluation. No additional information from the customer regarding this event was able to be obtained. If additional information becomes available, this record will be updated. The serial number of the device was not provided and was unable to be determined through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 8 of the IFU, ¿equipment storage and care,¿ contains information regarding how to clean and care for the driveline. This section states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 4 of the patient handbook, ¿living with the heartmate 3,¿ also contains information regarding how to clean and care for the driveline. This document also contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website no further information was provided. The manufacturer is closing the file on this event.